Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that device had a lead warning and low impedance. It was also reported that the patient complained of shoulder pain. An x-ray was taken and looks good. The device remains in use. No further patient complications were reported as a result of this event.